Manufacturer narrative:
The customer was able to troubleshoot the leak. The customer found a leak at the tubing through pinch valve pv22. The customer replaced the tubing, which repaired the leak. The repairs were verified by the customer. (B)(4).

Event description:
The customer reported a bloody leak from the coulter lh 500 hematology analyzer. The volume of the leak was about 10ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.